Event description:
This lead was capped due to intermittent loss of capture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was incorrectly reported as capped. This lead is actively implanted. The patients explanted lead is s/n (B)(6), reported in MDR-1028232-2020-01015. This report will be closed. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.